Manufacturer narrative:
Investigation conclusion: the instructions are precise and clear on how the test should be performed. It is incumbent upon the user to follow the instructions as they are called out in the package insert. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error. Source: phone.

Event description:
Alleged (B)(6) result. No confirmatory testing completed. Customer procedural error.